Event description:
It was reported that via facebook media that a patient experienced urolift and described it as a failed experience that was embarrassing, painful and awful. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).